Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Events reported in 1818910-2021-04888, 1818910-2021-05553, 1818910-2021-05554, 1818910-2021-05555, 1818910-2021-05556. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case is logged to capture the revision mentioned in (B)(4). The base of the handle of the stem inserter became loose, allowing it to slide down the shaft of the inserter, after the surgeon hammered it (in the correct location) in an attempt to remove a stem. This occurred during a revision case where a global ap was being removed. The surgeon was able to use other instruments within our shoulder extraction trays to successfully remove the stem and complete the operation successfully. The revision was due to the patient experiencing stiffness due to arthrofibrosis with a small degree of cuff damage. The cause of the revision did not have anything to do with the implants themselves right shoulder.